Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately eleven years post filter deployment, patient presented for filter retrieval. Subsequent CT revealed one of the lung struts of the ivc filter protruding into the abdominal aorta. Eventually fluoroscopic scan revealed, that one of the short struts had embolized to the left inferior chest area. It was unsure if it embolized during/prior to the filter retrieval procedure. Subsequent x-ray and CT revealed, that it was possible to see the embolized strut in both the procedures. So, it appeared that the strut had embolized prior to retrieval procedure. The ivc filter was removed without any difficulty. Eventually eighteen days later, patient with chest pain presented for filter strut removal. The embolized filter strut from the left interior pulmonary artery was removed without any complications. Therefore, the investigation is confirmed for the perforation of the ivc and filter limb detachment. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter struts detached. The device and the detached struts were removed percutaneously. It was further reported that the struts were embolized to left inferior chest area and the patient experienced chest pain; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately eleven years post filter deployment, patient presented for filter retrieval. Subsequent CT revealed one of the lung struts of the ivc filter protruding into the abdominal aorta. Eventually fluoroscopic scan revealed, that one of the short struts had embolized to the left inferior chest area. It was unsure if it embolized during/prior to the filter retrieval procedure. Subsequent x-ray and CT revealed, that it was possible to see the embolized strut in both the procedures. So, it appeared that the strut had embolized prior to retrieval procedure. The ivc filter was removed without any difficulty. Eventually eighteen days later, patient with chest pain presented for filter strut removal. The embolized filter strut from the left interior pulmonary artery was removed without any complications. Therefore, the investigation is confirmed for the perforation of the ivc and filter limb detachment. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter struts detached. The device and the detached struts were removed percutaneously. It was further reported that the struts were embolized to left inferior chest area and the patient experienced chest pain; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately eleven years post filter deployment, computed tomography (CT) of abdomen and pelvis with contrast was performed which revealed an inferior vena cava filter was in place with one of the prongs of the inferior vena cava filter extending into the lumen of the adjacent abdominal aorta. Two weeks after CT scan the inferior vena cava filter retrieval was performed. The procedure involved a micropuncture needle being used to cannulate the right internal jugular vein under ultrasound guidance without difficulty. Seldinger technique was utilized to place an 0.035 wire down into the distal inferior vena cava and a small incision was made over the wire and the right neck with knife and then the dilator and sheath with the recovery filter were placed over the wire down into the distal inferior vena cava. The dilator and wire was then removed and inferior vena cava venograms are performed with the above findings. The recovery cone was then placed over the wire and tip of the inferior vena cava filter was captured and then the sheath was used to prolapse the filter which was removed. Upon inspecting the inferior vena cava filter after retrieval it was noted that one of the short struts had embolized to the left inferior chest area. Therefore, the investigation is confirmed for the perforation of the ivc and filter limb detachment. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter struts detached. The device and the detached struts were removed percutaneously. It was further reported that the struts were embolized to left inferior chest area and the patient experienced chest pain; however, the current status of the patient is unknown.